Manufacturer narrative:
There was no report of device malfunction during the kiva procedure, the kiva implant was successfully implanted in the vertebral body and was not returned. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. The reported patient effect of pain, nerve injury including puncture of the spinal cord or nerve roots, or retropulsed bone fragments potentially resulting in radiculopathy, paresis or paralysis as listed in the kiva instructions for use and kiva procedural technique guide, are known possible complications associated with use of the kiva vcf treatment system. No issues were experienced with the kiva vcf system during device preparation or use, and the physician was pleased with the result. One week post procedure, follow up the patient indicated pain improvement. 21 days post procedure around (B)(6), the patient returned with back pain with a re-fracture at the index level as identified on CT imaging. This event was further reviewed by the (B)(6) medical director. The reviewer concluded that there is no evidence of a device issue or product malfunction that caused or contributed to the reported fracture; paralysis and decompression intervention that was performed. The underlying cause of the injury was progression of the disease with the patient. The need for intervention was to prevent worsening/escalation of the patient's underlying symptomology and not due to the device itself. A conclusive cause for the reported patient effects pre and post intervention procedure cannot be determined as there was no additional information available. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.

Event description:
This event is filed to report a re-fracture at the treated level observed 21 days post procedure, which subsequently required surgical intervention. The t6 level was treated with kiva via the left pedicle with about 2 loops of implant and 1cc of cement volume. There were no issues with the device, and no patient complication was reported during the kiva procedure. The procedure was considered uneventful and successful by the treating physician. The patient was released thereafter and indicated pain improvement on the first phone follow-up approximately one week post kiva procedure. 21 days post procedure on (B)(6) 2015, the patient came back with back pain and CT imaging identified a re-fracture at the index level, which was treated accordingly with pain medication, and subsequently released. Late august/early (B)(6), the patient came back to the hospital, now unable to move her legs and had little sensation in them. Upon further CT imaging, the index level suffered an apparent burst fracture. Evidence of bone reabsorption from lucency surrounding the implant was seen, as mentioned by the physician. The patient underwent an uncomplicated decompression procedure on (B)(6) 2015 to prevent worsening of the re-fracture. The patient's clinical status remained unchanged from the pre-intervention procedure, as indicated by the treating physician. No additional information was provided.